Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an low blood glucose levels and was treated with orange juice event on (B)(6)2026. No further information available.